Manufacturer narrative:
The device is currently being analyzed in our post market quality assurance laboratory. This event will be updated when analysis is complete.

Event description:
Boston scientific crm received information that ventricular lead impedance measurements were noted to be greater than 2500 ohms three weeks post implant of this pacing system. A revision procedure was performed in suspicion of an issue with the associated ventricular lead. Once the pacing pocket was re-opened, the physician pulled on the lead without unscrewing the setscrews and the lead terminal pin came right out of the device header. The device was explanted and replaced without further incident.

Manufacturer narrative:
Upon receipt in our (B)(4) laboratory, a thorough evaluation of the device was performed. Visual inspection of the lead barrels, set screw and seal plugs note no irregularities. Additionally, real time x-ray noted no irregularities with the feed thru wires, connections and terminal blocks. Normal pacing, sensing and telemetry operations were noted. Forced lead impedance measurements were performed at ddd parameters with 250, 500, 750 and 1000-ohm loads in both bipolar and unipolar lead configurations. Normal values were noted. Both ventricular seal plugs and setscrews were removed and microscopic visual inspection noted no signs of cross threading of the threads or any irregularities of the terminal block or threads. Final analysis did not reveal any device abnormalities that would have contributed to the reported clinical observations.

Event description:
--